Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's "blood glucose levels were not as good since starting on the pump". Although requested, no additional information was provided.